Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device would not turn on during the self-test. The device was not in clinical use and there was no patient involvement at the time the reported issue was discovered. An analysis was performed by the customer and distributor. Based on the results of the analysis provided, the reported problem was confirmed, and was determined to be caused by a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by replacing the battery and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during routine checks, the heartstart xl+ defibrillator cannot turn on, but when the external power line is plugged in, the device operates normally. There was no reported patient involvement.